Manufacturer narrative:
Corrected data: date received by manufacturer was inadvertently omitted from the follow-up report sent on 09august2017. The date received by manufacturer was 14july-2017.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable and could no longer be charged. As a result, the patient will undergo surgical intervention. The ipg information is unavailable.